Event description:
Company representative communicated via email that the customer's mother reported that the customer had a stroke on (B)(6) 2015 and was hospitalized. The doctor stated that the stroke was due to low blood glucose and high blood pressure. The customer was using the insulin pump at the time of the event but is currently disconnected. Blood glucose value is unknown. Two attempts to contact the customer were made to obtain additional information but customer could not be reached.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.